Event description:
It was reported that the physician was unable to establish communication with the patient's generator during a follow up visit. Troubleshooting steps were performed including repositioning the wand, unplugging the handheld from the wall, checking the wand battery, and checking the cable connections. Still communication could not be established. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received indicating that the physician¿s programming system is working fine. The patient was seen again on (B)(6) 2012. At that appointment, troubleshooting steps were taken, including unplugging the handheld from the wall. When this was done, the patient's device was successfully interrogated. Diagnostics were run and were found to be within normal limits. No interventions are planned at this time as per the physician, the device is functioning as intended and the programming system is working fine.